Event description:
As per problem statement: during a digestive biopsy, it was noted, during the withdrawal of the needle between two punctures, that the distal sheath of the needle had been pierced. "As per cc form": during a digestive biopsy, it was noted, during the withdrawal of the needle between two punctures , that the distal sheath of the needle had been pierced patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of lab evaluation on: 23jan2023.

Manufacturer narrative:
PMA 510k#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of lot c1939963 of echo-19 was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 23 january2023. Visual inspection: device returned without stylet. Distal end of needle examined and no issue observed. Distal end of sheath damaged. Functional inspection: sheath extender able to advance and retract without issue; needle able to advance and retract without issue. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1939963 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1939963. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the possibility that the device was in a torturous position during procedure leading to the sheath becoming slightly bent and when the needle was advanced pierced the sheath causing the damage. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-mar-23.

Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: 1 unit of lot c1939963 of echo-19 was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation. Visual inspection: device returned without stylet. Distal end of needle examined and no issue observed. Distal end of sheath damaged. Functional inspection: sheath extender able to advance and retract without issue needle able to advance and retract without issue. Document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1939963 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1939963. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the possibility that the device was in a torturous position during procedure leading to the sheath becoming slightly bent and when the needle was advanced pierced the sheath causing the damage summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report is being submitted due to the file updated qe concluded their investigation on 25-jan-2024 updates made include ¿c code change¿ from c070603 - fracture problem to c0706 - stress problem identified.